Event description:
On (B)(6), 2012 clinic notes were received by the manufacturer. Review of the clinic notes dated (B)(6), 2012 revealed that the patient has had approximately 8 seizures since her last visit. The patient was reported to have been seizure free beginning her second year with vns until recently. The patient has 1 type of seizure currently; out of sleep she will cry out and then has a tonic clonic seizure. The patient stated that the seizures are the same as far as duration and frequency and they are mostly nocturnal. The patient does notice some muscle weakness afterwards that is a little more pronounced than recently. The patient's recent health history includes removal of kidney stones in (B)(6) 2011 and (B)(6) 2012. The patient has difficulty falling asleep and questionable ptos. The vns settings were reported to be output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=250usec and the patient was reprogrammed to output=1.5ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=250usec/eri=no. The patient has been off antiepileptic drugs since 2008. System and normal mode diagnostics tests were both performed with results showing the device to be functioning properly. A battery life calculation was performed which showed 3.06 years until the elective replacement indicator flag shows as "yes". The nurse practitioner later reported that the increase in seizures were first observed on (B)(6), 2012 and the relationship of the increase in seizures to vns is unknown. The patient was referred antiepileptic drugs as intervention for the increase in seizures. The increase in seizures was above pre-vns baseline levels on (B)(6), 2012. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.